Event description:
Customer reports that during vascular procedures, the high pressure tubing is breaking at the connection of the tubing and the tubing hub during injections. Injection protocols are routinely 12ml per second for 15ml, sometimes 4ml per sec for 6ml. There are no reported injuries to patient or staff. Customer has discarded all the defective tubing, but has one remaining case of product to return. Search of this lot number reveals no similar descriptions.

Manufacturer narrative:
Manufacturing investigation pending, when investigation is completed, a supplemental medwatch 3500a report will be sent.